Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading 130 mg/dl while the bg meter was reading high mg/dl. The patient was experiencing shaking, nausea, frequent urination, vomiting, dizziness, chest discomfort, and blurred vision. Around 12pm, the patient called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 198 mg/dl while the bg meter reading was over 500 mg/dl. The patient was transported to the ER and diagnosed with diabetic ketoacidosis (dka). He was admitted to the intensive care unit (ICU) and treated with IV insulin and calcium supplements. The patient also reported undergoing a cardiac procedure for stent placement while he was hospitalized as well. The patient was discharged home on (B)(6) 2026. The patient had a follow-up appointment with his doctor scheduled for the following week to monitor his recovery. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).